Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent an initial right hip arthroplasty, on (B)(6) 1991. Subsequently, the patient was revised on (B)(6) 2005 due to a loosening of an unknown component for unknown reasons. Another revision procedure occurred on (B)(6) 2007 due to infection. A further revision procedure is planned whereby the patient is expected to be revised with a pmi triflange; however, there has been no revision procedure reported to date. It was further reported that the patient also underwent an initial left hip arthroplasty on (B)(6) 1992. There has been no reported revisions on this side to date, however, a revision has been indicated as the patient has been experiencing pain.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2015- 00600 / 00601).